Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced confusion and polyuria. The cgm was reading 300 mg/dl and the blood glucose was not checked. The spouse called an ambulance. The bg by emergency medical service (ems) was 500 mg/dl and the cgm was still 300 mg/dl. The patient was treated in intensive care unit for diabetic ketoacidosis (dka) for 5 days. The treatment and management of dka was not documented. The patient was doing better at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid when the patient was treated by ems. No additional patient or event information is available.